Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 400 mg/dl. Reportedly, the customer has addressed the reported elevated bg levels with customer's health care professional. Customer declined to provide any additional information on the reported issue.